Event description:
Recovery filter found to have 3 arms fractured, one extravascular and retained locally between ivc and duodenum and two in the lung (one in rml pulmonary artery and one in the rll pulmonary artery). Filter was removed with forceps. Rll fragment removed with snare, unable to remove rml fragment. No attempt made to remove extravascular fragment in abdomen. FDA safety report ID# (B)(4).